Event description:
((B)(4)) this system was returned to the manufacture for normal preventive maintenance and repair. Customer stated that his unit would no longer take a charge. After receipt of this system, it was determined that the battery, lead acid type, had leaked and caused the unit to be unrepairable.

Manufacturer narrative:
This system was shipped in 2010 and did not receive periodic maintenance by the manufacturer as recommended.